Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that the threshold suspend alarm went off yesterday while she was driving. Customer stated that her blood glucose was not what she expected it to be. Customer stated that she restarted the pump and it kept doing it. Customer stated that the pump suspended at 4:30 am and she changed the sensor last night. Troubleshooting was performed and customer stated that her sensor glucose value was 123. Customer's blood glucose level was 173 mg/dl. Customer reported that the previous sensor had a bent cannula. Customer was advised to remove and replace the sensor if it does not respond.